Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution. The reported failure of the device software has detected a large pressure drop between the monitor and outlet pressure sensors is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a "ventilator service required" alarm occurred regarding a trilogy evo ventilator while in patient use. There was no report of patient harm or injury. The trilogy evo ventilator was returned to the manufacturer service center for evaluation, and the customers complaint was confirmed. During the evaluation it was noted that an error code indicting "the device software has detected a large pressure drop between the monitor and outlet pressure sensors" was recorded in the device event log due to adhered particulate contamination. The flow sensor was replaced to address the issue. Additional components were replaced as a precaution measure. The technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded to 1.06.15.00 from 1.06.10.00.